Manufacturer narrative:
Additional information was added to h3, h4, h6 and h10. H4: the device was manufactured from october 2, 2020 - october 3, 2020. H10: the actual device was received for evaluation. A visual inspection performed using the naked eye found the fill port cap was missing from the fill port. The reported condition was verified. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume infusor filling port cap was missing. This issue was discovered during self check, when removing the device from the package. There was no patient involvement. No additional information is available.